Event description:
It was reported by the customer that during startup the cs300 intra-aortic balloon pump(iabp) had a error on screen maintenance required o5. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11 a getinge field service engineer (fse) inspected the unit and identified the issue as related to the helium tank. The helium tank was reseated, and helium calibration was performed. Functional and safety checks were subsequently completed, and the system passed all tests in accordance with the manufacturer¿s specifications.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) displayed an error on screen maintenance requiered message. No patient was involved, and no harm was reported.